Manufacturer narrative:
Additional information: b5, d4 (UDI), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the nephrectomy; the device was not sealing and had no good seal. The ls10 equipment and power cable were exchanged, but the problem persisted. A new device was used with the same generator, and the procedure was completed. The patient experienced some bleeding, but a blood transfusion was not necessary.

Event description:
It was reported that during a nephrectomy procedure, the device was not sealing. The ls10 equipment and power cable were exchanged, but the problem persisted.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown); vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not sealing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a nephrectomy, the device was not sealing and had no good seal. The ls10 equipment exchanged, power cable exchanged but the problem was continued. A new ligasure replaced using the same generator and finished the procedure. Patient had bleeding but blood transfusion was not necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a nephrectomy, the device was not sealing and had no good seal. The generator and power cable were replaced, but the problem persisted. A new vessel sealing device was used using the same generator and finished the procedure. The patient had bleeding.